Event description:
This lead was capped and replaced with an epicardial lead. This lead was not capturing in any of the vectors without diaphragmatic stimulation. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.